Event description:
It was reported that the patient received inappropriate therapy due to noise. It was suspected that the lead may not have been secured in the header. Output damage was suspected. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.